Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and additional information received from the customer. The device was returned to olympus for inspection, and the customer's complaint was partially confirmed. Low angulation was confirmed but there were no wrinkles. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Upon further follow up, the customer provided the following information; the reprocessing status of the device was unknown at the time of device pick up, the customer do not keep a cleaning sterilization and disinfection (cds) log for external devices, the cds staff is fully trained on the recommended steps and uses an oer-aw regularly, and it is unknown if the customer uses a (B)(6). Although the reported events were confirmed, the specific foreign material/dirty substance could not be identified. Event 1: inside of lg-lens was dirty. It is likely the glue had peeled due to physical (such as hitting or dropping the distal end) or chemical stress (such as chemical solutions used), which allowed humidity to enter inside the light guide lens, and as a result corrosion occurred. Event 2: bending section cover was dirty. The cause of the foreign material/dirty substance remaining on the device could not be specified. It is unknown if there were any deviations to the instructions for sue (IFU) regarding reprocessing and there was no damage to the area where the foreign material was detected. Both events can be detected and prevented by handling the device in accordance with the following IFU: evis exera ii tjf type q180v operation manual "chapter 3 preparation and inspection" shows how to detect the event. Evis exera ii tjf type q180v reprocessing manual "5.4 manually cleaning the endoscope and accessories" shows how to prevent the event in addition, the following non-reportable malfunctions were found during the device evaluation: water removal ability did not meet the standard value, due to a clogged nozzle. Nozzle was deformed. Probe cover was dented, adhesive on the bending section cover was detached connecting tube has buckling. The bending angle in the up/down direction does not meet the standard value due to wear in angle wire. Due to deformation of forceps elevator knob, the right/left/up/down knob cannot be locked securely. Control unit has a scratch. Universal cord has a scratch. Due to breakage of in the light guide bundle, illumination is poor. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a duodenovideoscope had wrinkles and low angulation in all directions. The reported issue was found during maintenance of the device. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the white dust particles found inside the lens during incoming inspection.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.